Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, it was noted that the radiofrequency telemetry (rf) was not functioning. Programming changes were made. The patient was in stable condition.